Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified that the system was unable to boot up correctly. Rse performed troubleshooting in which flex vision pc was checked. Review of the log file showed malfunctioning flex vision pc. Malfunction can be confirmed, most likely cause is grabber cards or psu or empty battery. Rse suggested customer to reset the flex vision pc after which the system was working. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips remote service engineer (rse) guided the inhouse biomedical engineer to reset the flexvision pc. The device was returned to use in good working order.